Event description:
During an endoscopic spinal fusion the distal objective lens of the endoscope became dislodged among with the glass rods, stainless steel spacers and tension spring and fell into the surgical site. The surgeon removed these components from the site and replaced the scope with another and completed the procedure. There was no harm to the pt.